Event description:
Reportedly, after a colorectal anastomosis, it was impossible to remove the eea stapler. The surgeon managed to remove the stapler by pulling it and tore the tissues. Procedure: colectomy.